Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a patient (pt) called to report that he/she was ¿recently switched to the acuvue oasis and my eye ended up getting and ulcer due to not being able to breath. I am in severe pain due to these lenses.¿ on 17may2016 a call was placed to the pt and additional information was obtained as follows: the pt reported that he/she was diagnosed with a corneal ulcer od on (B)(6) 2016. The pt reported that he/she went to her eye care provider (ecp) reporting a ¿sore eye and was told not to wear lenses.¿ the pt reported that the symptoms did not improve. The pt reported that he/she went to another ecp who diagnosed the pt with an od corneal ulcer. The pt reported that he/she was a new wearer of the acuvue oasys for astigmatism lenses. The pt reported that he/she had ¿horrible pain.¿ the pt also reported that he/she ¿could only wear a lens for about three days and the eye would get ¿sore.¿ the pt reported that he/she would wear glasses, then attempt to return to contact lens (cl) wear but reports that the symptoms would return. The pt reported that he/she was prescribed ciprofloxacin 3% eye drops. On the first day the pt was instructed to use the eye drops 1 drop every two hours, then one drop four times a day for ten days od. The pt reported that he/she had redness, discharge, and ¿hot razor pain¿ after removing the lens. The pt reported that he/she was seen by the ecp on (B)(6) 2016 and still reports pain, blurry vision, and the ¿eye is dry and hurts when the pt blinks.¿ the pt reported that he/she has a follow-up appointment scheduled on (B)(6) 2016. The pt reported that he/she ¿would probably not going to stay with the brand and he/she did not think a refund for product would cover the pain the pt experienced.¿ the pt reported that he/she would sign a medical release for medical records from his/her treating ecp. On (B)(6) 2016 a call was placed to the pts treating ecp, but no additional medical information was received. Multiple attempts were made to contact the pt to see if the medical release form had been signed to allow release of additional medical information, but return information has been received. The pt reported that the suspect product was available. The product was requested for return, but it has not yet been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00khhd was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.